Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were seen on remote transmission. No reported complaint of symptoms from the patient. Review of the egms observed possible rv lead noise. It was suggested to bring the patient in the clinic to evaluate the lead and try to reproduce the noise. No further information available.